Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The perfusor space was provided for examination and root cause analysis. During the visual inspection of the received perfusor space no external damages could be detected. A functional test was performed. The device passed the self-test. A ops 50ml syringe was inserted, and the pump identified the syringe and it could be selected from the menu. It was possible to put the pump in operation. The device history files were read and analyzed. On (B)(6) 2021 at 12:16 am a ops 50ml was inserted. The ops 50ml syringe was selected and the pump alert with "syringe empty". Based on the "drive step position" were detected that the syringe was empty. After this a syringe change was performed two times without abnormalities. No infusion was found at this time. A delivery accuracy measurement according to iec (B)(4) was arranged. Here a nominal feed rate of 5 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of (B)(4). The device was disassembled and the inside was investigated. The front cover with keyboard are damaged by liquid and the claw mechanism was damaged by an external force or fall damage. The defects detected had no effect on the performance and function test of the pump. The complaint could not be confirmed. Summing all tests, the perfusor space operated within our specification.

Manufacturer narrative:
This report has been identified as b. Braun (B)(4) ag internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory. If an investigation report is available, a follow-up report will created. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(6)): "overinfusion". Customer information: "when did the failure occur: during preparation. Reason of complaint: perfusor space has independently promoted 20ml remifentanil (high potential opioid) to the patient. First contact to end customer: b.braun. Response expected by: customer; complaint receiver. Name of device alert: no alarm. History log files / trend file available: yes. Sw version: (B)(4). Products related to complaint manufacturer of disposable: bbraun. Article / batch: ops_8728861 /. On (B)(6) 2021 / op department: independent delivery behavior perfusor space. Ops was filled with the opioid remifentanil. According to the user the ops 50ml was correctly inserted, the drive was brought up and the syringe secured. The perfusor line was connected to a three-way stopcock. This has been opened, but the pump has not yet started. After a while (?), an alarm sounded and 20 ml of the opioid remifentanil were infused into the patient (bolus behavior). There was no risk to the patient. A b)(6) notification is made by the customer. The customer sends the perfusor to the service workshop in (B)(4). On (B)(6) 2021: report of the incident from the operating room. Comments of medical technology: here is the user report on the incident with the perfusor space sn: (B)(4). Due to a presumed malfunction of the perfusor on (B)(6) 2021 at 12:05 p.m., the patient was presumably given an accidental bolus injection of a maximum of 15 ml ultiva (50 g / ml). After inserting the perfusor syringe by the anesthetist, a change of syringe was initiated. There was no activation or confirmation to start the drug delivery. No run rate or drug was selected either. The infusion line of the perfusor was connected to the ongoing infusion with jonosteril via a three-way stopcock, but was still not activated. After about 30 seconds the perfusor reports "syringe empty". There was no evidence of operator error. The device was removed immediately. The head oa was called in immediately. The patient was hemodynamically stable at all times and there was no circulatory depression at any time. Postoperatively, the patient was closely monitored in the recovery room. Here, too, the postoperative course was uncomplicated."